Event description:
It was reported that tool broke during a procedure. There was no patient impact and the detached portion was easily recovered.

Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture surface is perpendicular to the stem. The fracture surface and geometry are consistent with a tool breaking due to plane bending. The attachment was evaluated and the bearings were in good condition. It was noted that the footed portion was damaged by tool contact. The damage is only cosmetic in nature as the foot is capable of protecting the tool from contacting the dura. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
The device has been received and is pending evaluation. It was confirmed that there was no patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.